Event description:
We have had one report in february and three reports in march regarding leaking of the primary IV tubing used for chemotherapy. Tubing is no longer being used.====================== health professional's impression======================leaking at the connection at the clave site.====================== manufacturer response for intravenous tubing, non-spinning spiros======================the representative was notified and reinserviced the staff.